Event description:
The patient taken to surgery to remove her ethicon realize lap band which was originally placed about two years ago due to a possible leak. The leak is on the band itself, on the posterior side. The patient had been having an issue with her band not holding fluid under pressure. The surgeon was able to verify there was a leak, so he removed the entire system and replaced it with a similar device from a different manufacturer. The explanted lap band was sequestered for risk management pick up. The patient tolerated the procedure well. The patient was taken to pacu post anesthesia care unit for recovery and admitted for observation overnight. The patient was discharged home the following day.